Manufacturer narrative:
(B)(4). Final analysis found normal device characteristcs. (B)(4).

Event description:
It was reported that the pulse generator exhibited no output when connected to a competitors lead. The physician elected to not use and replace the device. The patient was in stable condition post surgery.